Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet fell from a pocket, resulting in a cracked and nonresponsive touchscreen, and the device was synced prior to shutdown; the medical device problem was a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with external impact leading to a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. Thank you for confirming data sync and return logistics.